Event description:
It was reported that the ventilator stopped ventilation and generated an audible alarm. No injury reported.

Manufacturer narrative:
The power supply of the concerned device was made available for investigation at MFR site. The investigation came to the result that a transistor of the primary housekeeping low voltage supply failed, causing the reported device behaviour. The evita 2 dura reacted as specified for this case of failure, opened the airway system to allow spontaneous breathing for the pt and posted an acoustical alarm. The power supply of the evita is designed and approved in accordance to ul94. The reported 'smoky smell' was caused by the overheated plastic housing of the failed transistor. The connection of the transistor is protected by a fuse, consequently over-current will be interrupted. The failure rate of the concerned component is continuously monitored and evaluated with the result that it is within the accepted range.